Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. This event has been previously reported by the explanting facility. The report filed by the filed by the user facility states the suspect medical device as yrbr2213135 m9985680; however, because this report is in reference to a rupture of an iliac artery aneurysm, yrir15115 m0056921 will be referenced. The pt has a history of chronic obstructive pulmonary disease, hyperlipidemia, right bundle branch block, hypertension, pancreatitis, left renal artery stenosis, hepatic cysts, right external iliac artery stenosis, previous appendectomy and tonsillectomy, and tobacco use. A computerized tomography (CT) scan performed on 2001 demonstrated a small endovascular leak around the stent graft. Aneurysm diameter at that time was 6 cm. The next month, the patient was admitted to the hospital with complaints of abdominal pain and nausea, and the aneurysm was found to have an endoleak. Repair of the endoleak was scheduled for the next month. That month, the pt presented to the emergency room with complaints of pre-syncope and was found to have a systolic blood pressure of 70 mm hg. The pt's blood pressure later rose to 140 mm hg, but the pt still complained of pain in the right lower quadrant. A CT scan performed in 2001 demonstrated rupture/leaking of the aneurysm with a large retroperitoneal hematoma. The bleeding extended to the right of the aorta into the to the right pericolic gutter, and from the renal vessels to the upper pelvis. The aneurysm was 7 cm in diameter. The CT report states that the right common iliac artery aneurysm was reported to be unchanged in diameter relative to measurements taken september 2001. The explanting physician states that the right iliac artery aneurysm was ruptured and bleeding. The decision was made to explant the stent graft and convert the patient to open surgical repair. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. A midline incision was made, and the peritoneal cavity was entered. There was free intraperitoneal blood and a large hematoma in the right iliac fossa. There was a large hematoma extending up into the mesentery of the small bowel and towards the right colon. The aneurysm was dissected and clamped. The right iliac artery aneurysm was approximately 4 cm in diameter. The aneurysm was opened, and blood and old clot was noted. The dissection was carried down to the right iliac artery where there was a large amount of fresh blood around the stent graft. The stent graft was removed. The right external iliac artery was significantly stenosed, and the origin of the right internal iliac artery was occluded; therefore, these arteries were ligated. The left renal artery was stenosed; therefore, an endarterectomy was performed. A 16 x 8 mm dacron graft was sutured in place proximally, and the femoral arteries were isolated. After multiple thrombectomies in the leg, the graft was anastomosed to the right and left sides. A thrombectomy was performed to restore flow to the left renal artery. The aneurysm was closed around the graft, and the incisions were closed. The patient was discharged from the hospital in december 2001. No additional clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft will not be returned to medtronic ave.